Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Device was monitored and tested with no blank display, unexpected restart error alarm and watchdog timeout alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display as well as unexpected restart and watchdog timeout alarm. Customer stated that they experienced a blood glucose level was 113 mg/dl. Customer stated that display did not return after insulin pump restart. The product will return for the analysis.